Event description:
International affiliate reports the spinal cage split into two parts during insertion, pinching the cauda equina. It was reported that the threads of the inserter instrument used in the procedure were damaged before surgery and the trial device could not be placed on the inserter for disc space preparation. The pt was revised a day later and suffers from a cauda equina syndrome. The event occurred in another country, but was reported by johnson & johnson.

Manufacturer narrative:
Examination of the returned cage found that breakage occurred through a threaded insertion hole and through the medial wall of the device. The affiliate has attributed the difficulty to being unable to trial the disc space. The inserter instrument used in this process was found to be damaged prior to the procedure and could not be used. The inserter was not returned for evaluation. Instrumentation should be examined prior to surgery to ensure that it is in proper working condition. The cause of cage breakage cannot be positively determined. However, the damage is likely the result of a typical force placed upon the device during its placement. At this time, the complaint is considered to be closed.